Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure that this right atrial (ra) lead had observations of noise that was being oversensed which resulted in pacing inhibition. The patient did not experience any asystole. The lead was checked with isometrics and the noise and oversensing could be reproduced. It was also noted that pacing impedances were high out of range measuring greater than 2000 ohms. Subsequently, this ra lead was surgically abandoned and replaced and a new pulse generator was implanted successfully. No additional adverse patient effects were reported.